Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, one tube had a damaged cap. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 08-apr-2024. H.6. Investigation summary: bd received one (1) sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for damaged hemogard shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged hemogard shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone (B)(6) initial reporter facility name: (B)(6) hospital . H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, one tube had a damaged cap. There was no report of patient impact.